Event description:
Pt received animas cartridge of a now recalled lot# b201583 - these cartridges may leak contents leading to insufficient dose being administered. Pt has used 10 cartridges over the last 10 - 15 days with his humulin r u500 insulin. Pt has experienced signs of hyperglycemia, blurred vision, high readings, very tired. Dose, frequency & route used: use 1 daily as directed. Therapy date: (B)(6) 2011.